Event description:
It was reported that the device will not charge properly. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The main system pcb assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the root cause of the reported problem was a failure of capacitor c88. The capacitor was leaking electrolyte which affected the defibrillator charging circuitry.